Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and strut came loose. No patient complications were reported.